Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "we did a revision surgery because the head of the screw at l5 had become disengaged from the shaft of the screw."